Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 482 mg/dl. The customer stated that insulin pump had compromised force sensor system alarm and the drive support cap was normal. Customer stated that insulin pump had no delivery alarm. Customer declined troubleshooting for high blood glucose. The device will be returned for analysis.